Event description:
Pt is a male with a history of vascular disease and post-op heparin induced thrombocytopenia (hit) in 2000. He required a femoropopliteal procedure and was labeled with a heparin allergy. Pt was referred to hematologist and all heparin induced thrombocytopenia (hit) tests including the pf4 antibody were negative. A gore propaten vascular graft was used for the procedure along with systemic heparin. The pt did well initially and then returned a week post op with acute ischemia and a platelet count of 11. His graft was occluded. An embolectomy was attempted; however, the graft occluded again before the recovery room. Pt required a graft explant and an above the knee amputation. Physician is aware that it is gore's recommendation not to use the gore propaten vascular graft in pt's with a history of heparin induced thrombocytopenia (hit). Additional info has been requested from field sales associate.